Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient felt the pump was bulging or moving and had pain at the pump site. It was indicated an anchor may be broken. Surgical revision to the pump pocket is planned, but has not occurred to date. The outcome of the event was unknown at this time. The event date was unknown at this time. No further complications were reported/anticipated.